Event description:
A doctor of anesthesia will complete a report on the details of the incident. The pt was breathing spontaneously at the time the incident occurred and continued to breath spontaneously throughout the duration of the case. It was also noted that switching from o2/air to o2/n20 had no effect on the bar graph flow indicator changing on the sc9000xl monitor.